Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. H9 correction and removal number: 3011050570-10/24/2023-001-r.

Event description:
It was reported, the rigid video laparoscope was displaying a green image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed, along with a damaged optical fiber bundle at the distal end of the outer tube, and stripes in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the green image, a damaged optical fiber bundle at the distal end of the outer tube, and stripes in the image could not be identified. However, it¿s likely the cause of the green image is related to a defective insertion tube. It¿s likely the cause of the damaged optical fiber bundle at the distal end of the outer tube is related to improper handling by the user. Lastly, it¿s likely the stripes in the image are related to a defective cable possibly caused by wear and tear. Olympus will continue to monitor field performance for this device.